Manufacturer narrative:
Button error alarm and no button response due to corroded keypad trace. Pump received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 133 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.